Manufacturer narrative:
Based on the evaluation of the system¿s data card, the handpiece and system performed as expected. The thermistors recorded the skin temperature was well within specification and cryogen was correctly flowing to the treatment tip. A review of the manufacturing records showed all requirements were met. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and hyperpigmentation are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister/scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The reporter was not willing to provide the relevant doctor's' contact information, patient's details, or the medical records. No additional information provided regarding the treatment and no product was returned for evaluation. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Manufacturer narrative:
Product has been requested, but not received. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physicians office reported to a distributor that two days post laser facial treatment, a patient developed ''scald blisters'' which scabbed and resulted in hyperpigmentation. Additional medical information is not available.